Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1908213 and 1904225, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of each lot were used for evaluation, no damage or molding defect observed on any of the product that could have contributed to the reported incident. Throughout the manufacturing process, break-out and sustaining force testing along with silicone content tests are conducted for each lot. All retained samples were evaluated and found to be within required specifications. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 50ml ll plunger was difficult to press. The following information was provided by the initial reporter: "we have a complaint from a customer who reported to us that there is a problem with 2 batches in that the plunger of the syringe can only be withdrawn or moved with hard effort."

Manufacturer narrative:
(B)(6). Additional device lot #: 1904225, additional device expiration date: 2024-03-3, additional device manufacture date: 2019-04-11. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll plunger was difficult to press. The following information was provided by the initial reporter: "we have a complaint from a customer who reported to us that there is a problem with 2 batches in that the plunger of the syringe can only be withdrawn or moved with hard effort."